Event description:
My husband is a type 1 diabetic. He uses the dexcom blood glucose monitor in tandem with his omnipod insulin delivery device. The dexcom 6 worked with the omnipod, but we found out after being prescribed that the new upgraded dexcom 7 does not work with the omnipod insulin delivery system. Dexcom denied this until they admitted it and then sent us to omnipod. Omnipod said they had no idea, the dr's office said they did not know and the pharmacy also claimed not to know. My husband had to demand to be given dexcom 6 again and was almost denied, but after hours of crying and begging we were sent the 6 so he could use his pump. He could not just go back to shooting insulin after not doing it for a couple of years. I believe the dexcom 7 should not have been released on the market until it was compatible with all insulin delivery devices that were already being used in tandem with the dexcom 7. We can't be the only type 1 with this problem.